Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The device it does not turn on at all due to faulty circuit (psu) board. Additionally, it was found that the device was missing 1 mounting foot and missing a socket cover, the unit fan does not work, and the unit does not turn on at all. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device was displaying an error message. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was likely caused by a faulty circuit (psu) board. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.